Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-62478 for third hospitalization.

Event description:
Customer reported she has been hospitalized three times for low blood glucose levels in the past 90 days. Customer does not think the insulin pump has been at fault. Customer states she has overcorrected based on what she was eating. Customer's blood glucose was 40 mg/dl and current was 165 mg/dl. Troubleshooting was performed. The drive support cap was normal. The perceived cause was over correcting. Customer was unsure if she was disconnected during the rewind and prime sequence. Reservoir was showing the same amount of insulin as the device. The device was not exposed to an MRI. Customer was advised to monitor the device. Customer did not recall any information of second hospitalization. Third hospitalization went home without treatment. No further information reported.